Event description:
It was reported via repair work order that the bed exit was allegedly set but did not alarm, and the patient was found sleeping on the ground next to the bed, with a broken hip. The patient's family transferred the patient to another facility for treatment related to the reported injury.

Manufacturer narrative:
A service technician was requested to evaluate the bed exit system. The technician found that all bed exit leds on the footboard were lit, and when pressing the arm/disarm button on the footboard, the bed exit did not arm or disarm. He was not able to get the bed exit to alarm when he removed the 50lbs weight from the bed. He removed the footboard from the unit and placed a different footboard on the bed, and bed exit worked as intended. The user facility did not allow further inspection or diagnosis of the potential issue, and they have declined any repair at this time.